Manufacturer narrative:
H6: code 213: a review of the manufacturing records indicated the device met pre-release specifications. Evaluation of the returned device finds evidence supporting the complaint in the endoprosthesis which is dislodged from the delivery system. The entire device was returned, but the endoprosthesis is separate from the delivery catheter as reported in the complaint. The assumed most distal ring of the endo, based on complaint description, has damage to the stent ring. The second distal most ring is bent and has ring stacking. Unknown foreign material was observed on the third most distal ring. The fifth and sixth ring from the proximal side are flattened. The second and third ring are partially crushed. The delivery catheter is mostly unremarkable. Based on the event description and the subsequent investigation, we are unable to determine the root cause of this incident.

Manufacturer narrative:
H6: code-213: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications.

Manufacturer narrative:
Patient identifier was requested but could not be obtained. Therefore, the gore case reference number was used. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The patient presented with an aorto-iliac infrarenal abdominal aortic aneurysm which was treated with medical devices by medtronic using bilateral femoral access. The medtronic devices were successfully implanted via a bilateral femoral access and a proximal endoleak on the mainbody (medtronic) was successfully excluded during the procedure using a cuff (medtronic). It was planned to treat an aneurysm of the left internal iliac artery (iia) with a gore® viabahn® vbx balloon expandable endoprosthesis (viabahn® vbx device) in the same session. This aneurysm showed no connection to the aortic aneurysm. Access was gained via the arm. After successful probing the left iia, a rosen guidewire was inserted and a long 8fr introducer sheath (cook medical) was successfully placed according to the instructions for use. Reportedly, when starting to advance the viabahn® vbx device through the introducer sheath resistance was felt. The further they advanced the device, the more resistance they felt. They succeeded to advance it down to the iia. It was stated that most of the viabahn® vbx endoprosthesis was already outside the sheath and almost at the intended location when no further advancement was possible. As the viabahn® vbx endoprosthesis was not fully outside the introducer sheath they did not try to deploy it. Instead they tried to pull it back into the introducer sheath. During retraction they felt strong resistance and the viabahn® vbx endoprosthesis would not go back into the introducer sheath. Consequently, they decided to withdraw the viabahn® vbx device together with the introducer sheath in a tandem. They suspected that the viabahn® vbx endoprosthesis might got entangled with the cuff during retraction because xray imaging showed that the cuff has moved and the viabahn® vbx endoprosthesis separated from the delivery catheter at the level of the aortic mainbody (medtronic) (2203-a:-other). They then removed the delivery catheter from the introducer sheath and advanced a reliant stent graft balloon catheter ab46 (balloon, medtronic) through the introducer sheath to secure the floating viabahn® vbx endoprosthesis and to retract it to the access site in a tandem with the introducer sheath in the native vessel. Reportedly, the tandem of viabahn® vbx endoprosthesis and balloon got stuck at the bend from the aortic arch towards the subclavian artery. At this stage the physician decided to remove the viabahn® vbx endoprosthesis and the balloon open surgically and the delivery sheath was removed completely from the access site. The subclavian artery had to be reconstructed extensively. Finally, to provide sufficient seal to the cuff an additional bare metal stent was implanted. Because access was lost, it was decided to complete the intervention at this stage. It is planned to treat the aneurysm of the iia in a reintervention. It was stated that the patient is doing well.